Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 500 mg/dl when the customer had his first bent cannula. The customer experienced nausea, frequent urination and headache. The customer treated with a manual injection. The drive support cap appeared normal and recessed. The settings were accurate. The customer also reported receiving a no delivery alarm during a bolus delivery. The customer reported that he ate without using a dual wave bolus. The customer also had a low blood glucose reading 51 mg/dl. He treated with food. The reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump passed the displacement test. The customer was advised to monitor the insulin pump.